Manufacturer narrative:
On 6/12/2020, the product investigation was completed. It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase towards the end of the procedure, the patient became hypotensive and cardiac tamponade was confirmed by the ice catheter. Pericardiocentesis was performed to remove 500ml of fluid from the pericardial space. The patient was stabilized, and the remainder of the procedure was aborted. The patient stayed overnight and was discharged at the next day fully recovered. The physician was unsure on the cause of the adverse event. She assumed it was either the ablation catheter, ice catheter, or coronary sinus catheter but did not know for sure which one. No biosense webster, inc. Product malfunctions nor error messages were reported. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase towards the end of the procedure, the patient became hypotensive and cardiac tamponade was confirmed by the ice catheter. Pericardiocentesis was performed to remove 500ml of fluid from the pericardial space. The patient was stabilized, and the remainder of the procedure was aborted. The patient stayed overnight and was discharged at the next day fully recovered. The physician was unsure on the cause of the adverse event. She assumed it was either the ablation catheter, ice catheter, or coronary sinus catheter but did not know for sure which one. No biosense webster, inc. Product malfunctions nor error messages were reported. Transseptal was not performed during the procedure. There was no evidence of steam pop, no impedance drops or contact force spikes during the ablation. Normal flow rates for the smart touch sf catheter were used. The recommended parameters for stability were used with the visitag module, no additional filter was used. The color option used prospectively was surpoint tag index.